Event description:
The customer reported that she woke up with low blood glucose of 96mg/dl, then she ate and her glucose level went up to 300mg/dl. Three hours later her blood glucose rose to 440mg/dl. By the time she called it was 108mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. The customer stated that her doctor took her off the insulin pump. Reviewed the alarm history and found low reservoir and no delivery alarms. Assisted the customer to run a manual prime and the insulin did exit. Performed the high pressure test and passed. During the call the customer mentioned being in the hospital for diabetes ketoacidosis ten years ago. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.